Event description:
It was reported that the target lesion was a chronic total occlusion (cto) in the right coronary artery (rca) with heavy calcification. Pre-dilatation was performed with a mini trek 2.0 x 20 mm balloon at 12 atmospheres (atm). The xience prime 4.0 x 23 mm was implanted without issue. However, during retraction of the stent delivery system (sds) balloon, the sds balloon was sticking to the implanted stent. The sds was able to be retracted by carefully moving the balloon. The xience prime stent was confirmed to be implanted successfully and the intervention was completed with a good result. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.